Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that device detachment occurred. A mach1 guide catheter was selected for use in a coronary intervention procedure. When the device was approaching from the radial there was a spiral in the vessel, and resistance was encountered. The device was removed and when it was being checked outside the patient, force was applied, and the shaft separated at the middle part. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request. E1 initial reporter city: (B)(6).

Event description:
It was reported that device detachment occurred. A mach1 guide catheter was selected for use in a coronary intervention procedure. When the device was approaching from the radial there was a spiral in the vessel, and resistance was encountered. The device was removed and when it was being checked outside the patient, force was applied, and the shaft separated at the middle part. The procedure was completed with another of same device. No patient complications were reported.